Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed, however, the amount of suction was insufficient due to the collapse of the channel. There were wrinkles in the insertion tube due to external factors. The bending angle was insufficient due to the elongation of the angle wire. There was poor insertion of the treatment tool in the forceps channel. The curved tube was crushed due to an external factor. The insertion tube cover was crushed due to an external factor. The water tightness of the digital camera section was not maintained due to external factors. Liquid leakage was observed in the digital camera section. The power button and the shooting mode button was not working. Water tightness was not maintained due to holes in the bending section cover caused by external factors. The bending section cover adhesive was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the distributor, the airway mobilescope had a suction issue; there was no suction. No patient harm reported. During the evaluation of the device, it was noted the coating on the insertion tube cover was peeling off due to deterioration. This report is to capture the reportable malfunction of the peeled off coating on the insertion tube cover due to deterioration noted at estimation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 21-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the stress of repeated use, external factors, or handling caused the indicated phenomenon. Olympus will continue to monitor field performance for this device.